Event description:
Reporter stated that patient obtained a blood glucose result of 103 mg/dl, while using the suspect device. Patient reportedly delivered normal insulin dose (43 units nph/a.m. - not based on device value) and began eating breakfast. Reporter stated that, 10 minutes later, patient became sweaty, confused, and non-responsive. Based on symptoms, reporter treated patient with orange juice and phoned emergency medical services for assistance. Upon their arrival, 10 minutes later, patient's blood glucose reportedly measured approx 30 mg/dl on paramedics' device. Reporter stated that patient was treated with an intravenous saline solution. No additional details of subsequent treatment were provided. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.